Event description:
It was reported that pump had damaged usb port and customer requested documentation for renewal and coverage purposes while declining to speak with technical support. There was no reported impact to the customer¿s blood glucose level. No repair actions were taken and no additional information was received regarding the outcome of the event.